Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote refrigerator keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote refrigerator keeps failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer (fse) replaced the latch and wire harness on the remote manager to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.